Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, there was an issue observed with atrial undersensing/no sensing. It was determined that the sensitivity was changed before the device's implant detect feature was turned off. The implant detect was turned off, and the issue was resolved. The implantable pulse generator (ipg) was implanted and remains in use. No patient complications have been reported as a result of this event.